Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 600 mg/dl, which was addressed with a manual injection. A pump supply change was performed resolving the occlusion alarms. As the occlusion alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed. It was confirmed that the customer will continue using the pump for insulin therapy.